Event description:
Customer reported a loss of spo2 monitoring on the accutorr plus monitor. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 module.